Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . E1: initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® urine analysis preservative tube, the user noted a failure in sample integrity over time (24 hours), during validation of the tube. Nineteen (19) samples shown a loss of hematological parameters, the presence of calcium crystals, and four (4) of the 19 samples shown "trace" results for protein in the urine samples, which previously were negative. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 2292045 d4. Medical device expiration date: 04/30/2024 h4. Device manufacture date: 10/19/2022 h.6 investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected and no issues were identified. Further clinical testing could not be conducted as the tubes expired 30apr2024. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, erroneous results. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® urine analysis preservative tube, the user noted a failure in sample integrity over time (24 hours), during validation of the tube. Nineteen (19) samples shown a loss of hematological parameters, the presence of calcium crystals, and four (4) of the 19 samples shown "trace" results for protein in the urine samples, which previously were negative. No health impact or consequence reported.